Event description:
It was reported that a merlin.net transmission revealed that the atrial lead exhibited oversensing which caused inappropriate auto mode switch episodes. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).